Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design' to the referenced event, as analysis found both valves torn on the inner face. This defect compromised the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure a faradrive was selected for use. It was noticed that the valve of the sheath was defective, and let air into the device. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure a faradrive was selected for use. It was noticed that the valve of the sheath was defective, and let air into the device. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.